Event description:
It was reported that the patient did not receive therapy for slow ventricular tachycardia. The rhythm was below the lowest vt zone and the patient reported symptoms of presyncope and light headedness. Programming changes were done and the patient was stable post programming changes.